Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that was not working properly. The aus was later explanted and a crack in the cuff connecting tube was found. The aus was completely replaced, and there were no patient complications.

Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that was not working properly. The aus was later explanted and a crack in the cuff connecting tube was found. The aus was completely replaced, and there were no patient complications.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned component underwent a thorough analysis. Examination of the cuff found damage to the cuff adapter and the cuff tab had been removed, which is consistent with explant of device. The balloon was functionally tested and did not perform within product specifications. Upon inspection of the pump, the product did not pass the poppet pressure functional testing performed. Based on the information available, the functional testing performed on the pump and balloon confirmed that the product was not performing within specifications; therefore, the conclusion code of cause traced to component failure was chosen for this investigation.